Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Cartridge pan dislodged. Additional information received: surgeon said that everything worked fine not sure what the scrub tech did with the cartridge. Nothing else to report. The analysis results found that one ecr45m unfired and out of its original package was received. Furthermore, the cartridge pan was noted to be detached from the cartridge. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications.

Event description:
It was reported that during a laparoscopic appendectomy, the entire reload fell apart; the sled is completely detached from the load housing. It is unknown if this was when loading the cartridge into the device or when the device was being fired. It is unknown know how the case was completed. No patient consequences were reported.